Event description:
During a training session an ac power failure occurred with a cardiohelp-I device. The support engineer recommended replacing the main power cord. After exchanging the power cord, the power failure was resolved, but two different battery capacities were measured at 72% and 24%. After exchanging the batteries, both batteries could only be charged to 82% capacity. The cardiohelp device switched the battery charging on and off repeatedly (unit charged for about 4 seconds, then stopped charging for 15-20 seconds and started charging again). When the system was connected to a dc supply, battery charging was satisfactory and the unit worked as intended. (B)(4).

Manufacturer narrative:
(B)(4). The device was being used for training purposes only. No patient was involved. An investigation is on-going and a supplemental medwatch will be submitted if new information becomes available.